Manufacturer narrative:
The customer reported pressure ulcer issues coincident with use of the progress bed. There was no allegation of a device malfunction. The hillrom senior clinical consultant visited the hospital on (B)(6) 2022, and it was reported that 1 patient had a stage 1 pressure injury. The customer also reported there were 4 patients with a pressure injury in the past week. For this reason, additional training on use of the progress bed was provided the same day with a technical check to follow. Specific details of the additional pressure injuries reported including the total number of occurrences, stage and location, if the pressure sores were preexisting, medical intervention, past medical history, accessory devices utilized, facilities positioning protocols were not provided. The progress bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progress bed is intended to provide a patient support to be used in health care environments. The progress bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progress bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. Instructions for use state the therapy surface is not a substitute for good nursing practices. Therapy modes should be used in conjunction with good assessment and protocol. Failure to follow good nursing practices may result in patient harm. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. A stage 1 pressure injury is categorized as intact skin with non-bleachable redness of a localized area that may be painful, however, has no breaks or tears. A stage 1 pressure injury is considered a moderate injury as it does not meet the definition of serious injury as it is not life threatening; does not result in permanent impairment of a body function or permanent damage to a body structure; and application of dermal creams or coverings does not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Attempts to obtain additional details to determine severity of the additional pressure injuries reported, medical intervention provided (if any), and patient outcome are ongoing. Inspection of the device is pending. If additional relevant information is received, the complaint will be reassessed, and the injury will be categorized accordingly. Based on the limited details available and the potential for serious injury, hillrom considers this complaint reportable. The following additional clinical information was received from the hillrom senior clinical consultant: it was reported a patient developed a stage 2 sacral pressure injury and a stage 3 occipital pressure injury in association with this complaint. Medical intervention for the pressure injuries was not provided, nor was the serial number of the associated progress bed. The bed was inspected and no malfunction was identified. The bed functioned as designed. A stage 2 pressure injury is categorized as the skin breaks open, wears away, or forms an ulcer, which is usually tender and painful. The sore expands into deeper layers of the skin. It can look like a scrape, blister, or a shallow crater in the skin. A stage 2 pressure injury is considered a moderate injury and does not meet the definition of a serious injury or a serious deterioration in health. A stage 3 pressure injury is categorized as full thickness tissue loss. Subcutaneous fat may be visible, but bone, tendon or muscle are not exposed. A stage 3 pressure injury often requires medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and therefore meets the definition of a serious injury. This event is a reportable serious injury. Based on this information, no further action is required.

Event description:
The customer reported pressure ulcer issues coincident with use of the progressa bed. There was no allegation of a device malfunction. The hillrom senior clinical consultant visited the hospital on (B)(6) 2022, and it was initially reported that 1 patient had a stage 1 pressure injury. The customer also reported there were 4 patients with a pressure injury in the past week. For this reason, additional training on use of the progressa bed was provided the same day with a technical check to follow. Specific details of the additional pressure injuries reported including the total number of occurrences, stage and location, if the pressure sores were preexisting, medical intervention, past medical history, accessory devices utilized, facilities positioning protocols were not provided. The following additional clinical information was received from the hillrom senior clinical consultant: it was reported a patient developed a stage 2 sacral pressure injury and a stage 3 occipital pressure injury in association with this complaint. Medical intervention for the pressure injuries was not provided, nor was the serial number of the associated progressa bed. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).